Manufacturer narrative:
Age at time of event, date of birth: the patient's age was not provided. The article noted the average age for patients included in the "traditional npwt" group was 61.9. Sex: females and males were included in this article. Weight: the patient's weight was not provided. The article noted 38 patients had a bmi less than 30, 12 patients had a bmi between 30 and 34.99, 8 patients had a bmi between 35 and 39.99, and 5 patients had a bmi of 40 or greater. Date of event: the specific date is unknown. The article noted patients underwent emergent celiotomy between (B)(6) 2013 and (B)(6) 2014. The device type/ identifiers were not provided, and the devices were not returned. Based on the information provided, it cannot be determined that the alleged enterocutaneous fistula is related to the v.a.c.â® therapy system. It is unknown if and what medical or surgical intervention was performed. The physician could not provide any additional clinical or device information. The device type and identifier were not provided; therefore, a device evaluation could not be performed. V.a.c.â® therapy device labeling, available in print in online, states: enteric fistula in certain circumstances, v.a.c.â® therapy may help to promote healing in wounds with an enteric fistula. If considering v.a.c.â® therapy involving enteric fistula, it is recommended to seek support from and expert clinician. V.a.c.â® therapy is not recommended or designed for fistula effluent management or containment, but as an aid to wound healing in and around the fistula. The goal of therapy depends on whether the fistula being treated is considered acute or chronic. For acute fistula, the goal is to promote wound healing to enable closure of the acute enteric fistula. For chronic fistula, the enterocutaneous fistula is segregated from the surrounding or adjacent abdominal wound and v.a.c.â® therapy is applied to the wound. The effluent from the fistula is diverted into another containment system. This allows time for the patient's overall health to stabilize and sufficient healing to take place to enable subsequent surgical repair. Fistula management. Acute candidate selection: enteric fistula. Acute formation: no evidence of epithelial cells/growth on opening of fistula. Fistula opening must be easily visualized and accessed. Npo (nothing by mouth). Tpn (total parental nutrition). Minimal to moderate amounts of effluent. Effluent is thin to slightly viscous consistency. Chronic candidate selection: enteric fistula - non-surgical candidate. Chronic formation: evidence of epithelial cells/growth (stomatization). Mouth of fistula must be easily visualized and accessed. Npo (nothing by mouth). Tpn (total parental nutrition).

Event description:
On (B)(6) 2021, the following information was received by kci after a review of journal article, regner, justin, et al. Comparison of a standardized negative pressure wound therapy protocol after midline celiotomy to primary skin closure and traditional open wound vacuum-assisted closure management. Proc (bayl univ med cent). 2018;31 (1): 25-29. Https://doi.org/10.1080/08998280.2017.1400312. Page 26 defines sso [surgical site outcomes] as post-operative superficial surgical site infections [ssi], deep space ssi, organ space ssi, return to the operating room, and fascial dehiscence. Page 27 noted in table 1: sixty-four of the one-hundred fifty-nine patients were in the traditional npwt [negative pressure wound therapy] group utilizing v.a.c.® granufoam¿ dressing on open wounds. Fourteen of the patients in the traditional npwt group experienced an sso. Nine of the fourteen patients that experienced an sso required a second operative or procedural intervention. One patient developed an enterocutaneous fistula. The remaining four patients that experienced an sso developed superficial ssi's requiring drainage and further open npwt. Page 28 under discussion noted "this study has several limitations. First, the study was retrospective chart review and was subject to selection bias... Second, the study was not appropriately powered to detect a difference in sso's, we wound have needed to enroll 670 subjects." On 02-apr-2021, the following information was provided to kci by the physician: no additional clinical or device information can be provided. The v.a.c.® therapy type and device identifiers were not provided; therefore, a device evaluation could not be completed. Refer to MDR 3009897021-2021-00082 for the four patients that developed superficial ssi requiring drainage. Refer to MDR 3009897021-2021-00083 for the nine patients that experienced an sso (deep space ssi, organ space ssi, return to operation room) that required second operative or procedural intervention.